Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)

Event description:
This event was reported under the (B)(6) study. The index procedure was performed in (B)(6) 2013. In (B)(6) 2014 the patient experienced claudication in the stetting of the protege everflex stent in the superficial femoral artery (sfa). Endovascular treatment was performed via balloon angioplasty and the placement of a self-expanding drug-eluting stent. The event was resolved (B)(6) 2014. This was noted as related to the device (B)(6), 2015.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.